Event description:
A malfunction was reported on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the customer was instructed to monitor the device and report if any malfunctions reoccur. The issue was resolved, allowing continued use of the pump.